Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected alarm error test and displacement test. Pump passed the dat test at 0.08730 inches. Unit received with cracked case at the display window corners, display window and battery tube threads. Unit received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was hospitalized due to diabetic ketoacidosis on (B)(6) 2017 on morning with blood glucose of 650 mg/dl, patient's current bg: 369 mg/dl. Customer noticed there was an issue with infusion set cannula being bent. The customer experienced symptoms such as vomiting, dehydration, disorientation and weakness. The customer was treated with pens, IV drip, injections. Customer reports they have contacted their healthcare professional regarding the high blood glucose level. The customer was not wearing the insulin pump during the hospitalization. Customer still hospitalized. Customer was off the pump less than 48 hours. Customer reports they do not feel okay to troubleshoot. The insulin pump will be returned for analysis.